Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient triggered merlin.net transmission showing a new episode of non-sustained vt/vf had occurred, but there was no segm in the remote transmission, despite the non-sustained vt/vf trigger being set to low priority. The patient has not been seen in the clinic in the interim. The transmission was seen through the device image analyzer, and indeed a segm was stored. It is unknown why it was not present in the merlin.net transmission. The segm was printed and emailed to the clinician.